Event description:
Customer reported o positive results were obtained from the galileo on a pt with a history as rh negative.

Manufacturer narrative:
The customer performed weak d testing using the instrument and a 4+ positive result was obtained. Manual tube test results by the customer were negative for weak d. Customer stated they repeated the sample on the galileo and a rh-negative type was obtained. Images from the instrument were retrieved. The mixed well was not being properly mixed and the monoclonal control well monolayers appeared too heavy or too light for some samples. On the plate where the unexpected positive reaction was observed, there was no monolayer for well g2 and a small amount of liss was observed on the outside of the well. A service call was made. The field svc engineer (fse) changed all 4 probes on the instrument and adjusted the region of interest (roi) setting. Pipettor volume verification was performed and it was acceptable. The adjustments made by the fse returned the instrument to operating as expected.